Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain"), genital haemorrhage ("abnormal bleeding"), cervix carcinoma ("cervical cancer cells") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 1996, live birth in 2003 and live birth on (B)(6) 2005. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2006 for birth control as well as bupropion (wellbutrin) since 2007, curcuma longa (tumeric) since 2008 and ranitidine hydrochloride (zantac) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headache"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2007, the patient experienced bacterial infection ("constant bacterial infections"), cyst ("cysts") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced weight increased ("weight gain"), rash ("rashes or skin condition") and eczema ("eczema"). On (B)(6) 2007, the patient experienced allergy to metals ("allergic reaction-nickel"), depression ("depression") and anxiety ("anxiety"). In 2008, the patient experienced pain in extremity ("severe and persistent pain legs"), arthralgia ("severe and persistent pain hip") and bursitis ("trochanteric bursitis"). In (B)(6) 2008, the patient experienced abdominal distension ("bloating") and gastrooesophageal reflux disease ("acid reflux"). In 2010, the patient experienced visual impairment ("vision changes") and vertigo ("vertigo"). On (B)(6)2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced tooth disorder ("dental issues"). On (B)(6)2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), alopecia ("hair loss"), fibromyalgia ("fibromyalgia"), urinary tract infection ("urinary tract infection"), abdominal pain lower ("severe and persistent lower abdomen pain/ cramping") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with antibiotics, miconazole nitrate (monistat), hydrocortisone (cortizone), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (had a leep done). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cervix carcinoma, rheumatoid arthritis, allergy to metals, depression, anxiety, female sexual dysfunction, dyspareunia, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, bacterial infection, cyst, weight increased, endometriosis, nausea, pain in extremity, arthralgia, rash, eczema, migraine, headache, vaginal discharge, visual impairment, vertigo, alopecia, fibromyalgia, urinary tract infection, abdominal pain lower and gastrointestinal disorder outcome was unknown and the genital haemorrhage, tooth disorder and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, bacterial infection, bursitis, cervix carcinoma, cyst, depression, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, migraine, nausea, pain in extremity, pelvic pain, rash, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal discharge, vertigo, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: her tubes are completely blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, laboratory data, concomitant drugs, treatment drug were added. Updated suspect drug inaction. On (B)(6) 2006, she implanted essure (previously reported as (B)(6) 2006).on (B)(6)2006, she had dysmenorrhea. On (B)(6) 2006, she had apareunia and dyspareunia. In 2007, she had constant bacterial infections, cysts, vaginal discharge. On (B)(6) 2007, she had nausea. On (B)(6) 2007, she had headache, migraines. On (B)(6) 2007, she had abnormal bleeding. On (B)(6) 2007, she had weight gain, rashes or skin condition, eczema. On (B)(6) 2007, she had allergic reaction-nickel, anxiety, depression. In 2008, she had severe and persistent pain hip, severe and persistent pain legs. On (B)(6) 2008, she had bloating, acid reflux. In 2010, she had vision changes, vertigo. On (B)(6) 2011, she had rheumatoid arthritis. On (B)(6) 2013, she had dental issues. On (B)(6) 2013, she had endometriosis and essure was removed on same day, updated events. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain"), genital haemorrhage ("abnormal bleeding"), cervix carcinoma ("cervical cancer cells") and rheumatoid arthritis ("rheumatoid arthritis") in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 1996, live birth in 2003 and live birth on (B)(6) 2005. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2006 for birth control as well as bupropion (wellbutrin) since 2007, curcuma longa (tumeric) since 2008 and ranitidine hydrochloride (zantac) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headache"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2007, the patient experienced bacterial infection ("constant bacterial infections"), cyst ("cysts") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced weight increased ("weight gain"), rash ("rashes or skin condition") and eczema ("eczema"). On (B)(6) 2007, the patient experienced allergy to metals ("allergic reaction-nickel"), depression ("depression") and anxiety ("anxiety"). In 2008, the patient experienced pain in extremity ("severe and persistent pain legs"), arthralgia ("severe and persistent pain hip") and bursitis ("trochanteric bursitis"). In (B)(6) 2008, the patient experienced abdominal distension ("bloating") and gastrooesophageal reflux disease ("acid reflux"). In 2010, the patient experienced visual impairment ("vision changes") and vertigo ("vertigo"). On (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced tooth disorder ("dental issues"). On (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), alopecia ("hair loss"), fibromyalgia ("fibromyalgia"), urinary tract infection ("urinary tract infection"), abdominal pain lower ("severe and persistent lower abdomen pain/ cramping"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with antibiotics, miconazole nitrate (monistat), hydrocortisone (cortizone), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (had a leep done and surgery for cervical cancer). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cervix carcinoma, rheumatoid arthritis, allergy to metals, depression, anxiety, female sexual dysfunction, dyspareunia, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, bacterial infection, cyst, weight increased, endometriosis, nausea, pain in extremity, arthralgia, rash, eczema, migraine, headache, vaginal discharge, visual impairment, vertigo, alopecia, fibromyalgia, urinary tract infection, abdominal pain lower, gastrointestinal disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, tooth disorder and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, bacterial infection, bursitis, cervix carcinoma, cyst, depression, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: her tubes are completely blocked . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Events: abnormal bleeding vaginal, menorrhagia were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain"), genital haemorrhage ("abnormal bleeding"), cervix carcinoma ("cervical cancer cells") and rheumatoid arthritis ("rheumatoid arthritis") in a 27-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, live birth in 1996, live birth in 2003 and live birth on (B)(6) 2005. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, abscess on buttock, pilonidal cyst, difficulty sleeping, cervical dysplasia and nabothian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2006 for birth control as well as bupropion hydrochloride (wellbutrin) since 2007, codeine phosphate;paracetamol (tylenol with codeine no.3), curcuma longa since 2008, ibuprofen, melatonin and ranitidine hydrochloride (zantac) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea \ menstrual cramping"). In (B)(6) 2006, the patient experienced eczema ("eczema"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and swelling ("swelling"). On (B)(6) 2006, the patient experienced allergy to metals ("allergic reaction-nickel"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2007, the patient experienced migraine ("migraines/headache") and headache ("headache/migraines"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2007, the patient experienced bacterial infection ("constant bacterial infections"), cyst ("cysts"), vaginal discharge ("vaginal discharge") and urinary tract infection ("urinary tract infection"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain") and experienced rash ("rashes or skin condition"). In 2008, the patient experienced tooth disorder ("dental issues\ dental problems"). In 2008, the patient experienced pain in extremity ("severe and persistent pain legs"), arthralgia ("severe and persistent pain hip"), alopecia ("hair loss") and bursitis ("trochanteric bursitis"). In (B)(6) 2008, the patient experienced abdominal distension ("bloating") and gastrooesophageal reflux disease ("acid reflux"). In 2009, the patient experienced endometriosis ("endometriosis"). In 2010, the patient experienced visual impairment ("vision changes") and vertigo ("vertigo"). On (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), abdominal pain lower ("severe and persistent lower abdomen pain/ cramping"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and abdominal pain ("severe and persistent pain- abdomen pain") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with antibiotics, cortisone, duloxetine hydrochloride (cymbalta), gabapentin, hydrocortisone (cortizone), miconazole nitrate (monistat) and surgery (had a leep done and surgery for cervical cancer and salpingectomy (bilateral removal of fallopian tubes), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, cervix carcinoma, rheumatoid arthritis, allergy to metals, depression, anxiety, female sexual dysfunction, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, cyst, weight increased, endometriosis, nausea, eczema, headache, visual impairment, vertigo, fibromyalgia, abdominal pain lower, gastrointestinal disorder, swelling and abdominal pain outcome was unknown, the genital haemorrhage, tooth disorder, dyspareunia, abdominal distension, bacterial infection, rash, vaginal discharge, urinary tract infection, vaginal haemorrhage and menorrhagia had resolved and the pain in extremity, arthralgia, migraine and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, bacterial infection, bursitis, cervix carcinoma, cyst, depression, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, rheumatoid arthritis, swelling, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy in date of insertion (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral fallopian tube placement of essure device. Bilateral fallopian tube occlusion at the cornua.; on (B)(6) 2007: her tubes are completely blocked; in (B)(6) 2017: 100% blocked. Pathology test - on (B)(6) 2013: the patient had about a 10-12 week size uterus with adenomyosis. Tubes and ovaries themselves were essentially normal. She had nodules of endometriosis on the left lower uterine segment on the pelvic peritoneum as well.. Ultrasound scan vagina - on (B)(6) 2013: corpus luteum cyst in the left ovary, no torsion, hemorrhage. Ovarian or adnexal mass. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received. New events added- swelling and abdominal pain were added. Event outcome of heavy bleeding, vaginal discharge, hair loss, infection, rashes, migraines, hip pain, leg pain and painful intercourse were added. Treatment & concomitant drugs were added. Lab test was added. Reporters were added. Patient¿s demographic details were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.